Event description:
Patient presented to the physician with pain at rib area near the sensing lead site and reported seeing a wire bulging from the rib cage. Physician brought the patient into the operating room, explanted the ipg and sense lead, implanted a newer ipg model that does not require a sensing lead, sutured, and closed.